Event description:
Wire attached to basket to pull basket out detached from basket. Additionally, the account stated that a patient came in to have stones removed. During the procedure, the physician pulled on the stone retriever to remove the stone, but the stone was too big and the basket broke. The piece that broke off was left inside the patient. The basket was percutaneously removed from the patient in radiology.